Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, wear abrasion, curved openings. The leak test and microscopic analysis was performed which identified: a curved smooth opening on posterior side in the same location of crease assessed as fold flaw opening and a curved striated opening on valve assessed as surgical damage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage. A crease smooth opening assessed as fold flaw opening. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.